Manufacturer narrative:
This event is related to a letter from the FDA department of health & human services regarding a notification of sus voluntary event report (FDA report mw5072235) received from a patient on 10/09/2017. (B)(4).

Event description:
A health care professional reported that the patient displayed over-medication symptoms after a pump refill procedure on (B)(6) 2017. After the patient left the facility, patient was found asleep in his car. Patient was taken to the ER and later hospitalized. Patient was discharged after two days but the reservoir volume was not checked. Patient returned to pump refill clinic on (B)(6) 2017 because patient was experiencing symptoms of withdrawal. The pump reservoir volume was checked and it was observed that the volume of undelivered drug remaining in the pump reservoir was less than the expected volume based on the programmed infusion rate. The physician believes a pump pocket fill occurred during the refill procedure.